Event description:
A surgical technician reported the balance salt solution (bss) did not flow properly during an anterior vitrectomy. The vitrectomy had to be completed manually. Additional information was requested.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is the first complaint reported for this issue. As the customer did not retain the finished goods lot number, device history record (DHR) and lot history could not be reviewed. Functional testing could not be conducted. Without a sample, it was not possible to isolate the root cause. (B)(4).